Event description:
Customer's son reported via phone, the insulin pump had alarmed battery out limit. Customer's blood glucose was 230 mg/dl. Troubleshooting was initiated for battery out limit but was shifted to keypad anomaly due the keypad on the device was locked and unresponsive. The customer's son stated they changed the battery, and the new battery was inserted incorrectly. They flipped it around now it's not working. Customer is unable to clear the alarm. Customer's son doesn't recall any significant events which may have caused the keypad issues. Customer's son was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return he device to undergo further testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.